Manufacturer narrative:
G4, PMA/510(k): eua number updated/corrected.

Manufacturer narrative:
Testing was performed at abbott diagnostics scarborough, inc. On retained kit lot 157504 with internal positive quality control samples and negative quality control swabs. All test results were valid and performed as expected. Additionally, the manufacturing records and quality control release testing was reviewed for test kit part number 195-160 / 195-262 lot: 157504 test base part number 195-430h / lot: 151066. The lot met the required release specifications. A review of the complaints reported as false positive patient results (confirmed and unconfirmed, conflicting results) related to kit lot 157504 showed that the complaint rate is (B)(4). Abbott diagnostics scarborough was unable to determine the exact root cause of the reported issue; however, it could possibly be related to the interpretation of the result .

Manufacturer narrative:
The investigation is still in progress. A supplemental report will be provided after completion.

Event description:
The customer reported false positive with the binaxnow covid-19 ag self test performed on (B)(6) 2021. As per the customer the first test performed on (B)(6) 2021 was negative but not clear. Additional testing with the binaxnow covid-19 ag self test generated a faint pink line. Pcr confirmation testing from the patient health care provider generated a negative results. No additional patient information, including treatment and outcome, was provided.